Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue: at first, the home monitor turns on orange light; then, three green led and red pit light up. Review of the log did not permit to establish the origin of the reported event. The most probable hypothesis is that a hardware failure or a lost of network occurred. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, there is one led lit and the pit button light up when the patient tried a transmission.